Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that while attempting to perform a fiducial touch registration, the system did not have any fiducials auto-detected. The site proceeded to manually assign 7 points, which did not yield any metrics after acquiring them with the probe. Touch point 1 was updated, which proceeded to acknowledge points 3 and 5. The site further updated point 5 but this yielded a 5.5 metric. They were able to modify it further, but could not get the metric to appear lower than 4.6mm. There were no gaps in the model and it did not have any scatter on the surface. Navigation was aborted by the site. There was no patient impact reported. Further investigation found the site was not utilizing medtronic izi fiducials.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The site was not using compatible fiducials, and this is what caused the issue.